Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Sent email to author requesting the following information: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products(vicryl rapide suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products ((vicryl rapide suture) used in this procedure? If yes, provide details of event and specific product code and lot number involved. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. (B)(4).

Event description:
It was reported via literature article, titled: intraoperative mitomycin c versus autologous conjunctival autograft in surgery of primary pterygium with four-year follow-up. Authors: gabor koranyi, ditte artzen, stefan seregard, eva dafgard kopp. Citation: acta ophthalmol. 2012; 90: 266 270. Doi: 10.1111/j.1755-3768.2010.01936.x. The purpose of this study was to compare the 4-year outcome of primary pterygium excision using intraoperative mitomycin c (mmc) with suturing a free conjunctival autograft (ca). A total of 115 patients with nasal primary pterygium were included in the study. Of which, 1 eye of each patient was randomized to receive either an adjunctive mmc (56 patients) or a free ca (59 patients). In the ca group, the autologous conjunctival graft was harvested at the superotemporal limbus and secured to the episclera and the surrounding conjunctiva by interrupted vicryl rapide 7-0 sutures to cover the bare sclera. In the ca group, reported complications included conjunctival fibrosis (4.2%), keratitis (2.1%) and transplant necrosis (2.1%) which required autograft removal and antibiotic therapy, and suture irritation (8.3%). It was concluded that pterygium surgery including free autologous conjunctival grafting is associated with fewer recurrences, re-operations, and complications than using the bare sclera technique together with single-dose intraoperative mmc.